Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged. Furthermore, the electrode end of this lead was damaged. The physician was unable to do lead revision due to recurring dislodgement. The rv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory it showed that no damages were noted at the lead's tip or helix that would have contributed to the dislodgement. Further, the helix mechanism testing confirmed helix was unable to operate likely due to dried blood in mechanism.